Manufacturer narrative:
One opened probe was received with a tip protector, in a pouch, for the report. The sample was visually inspected and found to be non-conforming with the inner cutter in the port and orange/brown foreign material on the port face and inner cutter. The sample was then functionally tested for actuation and aspiration. The sample was found to be non-conforming for actuation. The aspiration functionality was unable to be tested due to the actuation failure. The probe sample was disassembled, and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. The adhesive bond fillet was non-conforming, and no presence of adhesive was observed on the inner cutter. No wear marks were observed. A photo of pouched product has been reviewed by the manufacturing site. The product and lot information seen matches what was reported. The reported functional issue could not be confirmed from the portion of the product seen in the photo. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicates that the probe had an actuation failure. The aspiration function of the probe was unable to be tested due to the actuation failure, therefore, the reported aspiration issue was unable to be confirmed. The cause of the actuation failure is the separation of components within the probe. No presence of adhesive observed on the inner cutter; therefore, the exact root cause of the inner cutter detachment cannot be determined, however, a manufacturing related root cause cannot be ruled out. A non-conformance investigation has been completed and action is being implemented to decrease the frequency of inner cutter detachments. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that vitrectomy probe had no aspiration before vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).